Event description:
Philips received a complaint by the customer on the ventilator indicating that the display shifted over and would not recognize the touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their display shifted over and it would not recognize the touchscreen but wanted to inquire if support was still possible for the unit. The rse informed the customer that support was no longer offered for this ventilator and ended on december 31st, 2020. No further action was required. The investigation concludes that no further action is required at this time.